Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced and the charger board was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system was unable to max output on the high level control test. The fse reported the system's generator battery pack voltage dropped to low causing a number of errors. These errors will prevent the system from booting. There was no pt injury or death reported.